Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an outer coil fracture. Resistance testing confirmed the lead was not electrically continuous. The fracture was located approximately 17 cm from the terminal pin and the polyurethane tubing above the fracture site was intact. In this case, we believe the fracture is consistent with cyclic fatigue due to the surface imperfection. The reported observations of high pace impedances and loss of capture are likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this patient presented to the emergency room complaining of having a near syncopal event. Upon interrogation, this right ventricular (rv) lead was found to have triggered a lead safety switch due to out of range pace impedances of greater than 3000 ohms. In addition, loss of capture was observed in bipolar. The patient was sent for a lead revision and this rv lead was explanted and replaced. No additional adverse patient effects were reported.